Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-58 lead (B)(6) 2005; (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high impedance, and high thresholds. It was also reported that there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.